Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found a defective plunger clamp in the reported problem area of the pipette assembly. Replaced plunger clamp # 6 and verified hold and pull force on all tips. The instrument was inspected, tested without further problem and returned to expected operation.